Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have inoperable channel select and stop keys on the channel c pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with inoperable channel select and stop keys on the channel c pumphead module (phm) keypad was found and confirmed by a baxter service technician. No assignable cause was provided during product evaluation. However, the channel c phm, including the channel c phm keypad, was replaced to correct this condition.

Manufacturer narrative:
(B)(4).issues concerning the pumphead module keypad are currently being investigated under mdq-CAPA-(B)(4).